Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the power needed to be charged. An iol exchange was performed with a lens of the same model, 0.5 diopters difference in power. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).